Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 20 mg/dl while wearing the pod. As treatment, the patient had consumed food, soda and juices. Once at the hospital the patient's pod was removed and the patient was treated with intravenous fluids. The patient has not been discharged from the hospital at this time.